Manufacturer narrative:
3004209178-2018-19535 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient couldn't feel it vibrating anymore. The patient explained that she could not feel any stimulation from the ins. The patient stated that she noticed this issue on wednesday last week and she was not seeing any therapy improvements from the ins. The patient also noted that she had to have a catheter put in because she wasn't seeing any therapy improvements. The patient confirmed that she went to the emergency room last wednesday due to retention. No troubleshooting attempts were made and the patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.